Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient complained of swelling and tenderness at incision site and fever. There were vegetations on both leads requiring surgical extraction of system. There were no additional adverse patient effects reported. The ra lead was explanted.